Event description:
Reported issue: the endotracheal tube cuff would not hold pressure. There was no reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the et tube, hvt, 7.5 lot #73g2100437 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.